Manufacturer narrative:
Evaluation summary: the sample was not returned for evaluation. Product history and batch records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information by phone, fax, and mail. A completed questionnaire was not received. (B)(4).

Event description:
A facility representative reported an intraocular lens (iol) that was exchanged due to an unknown reason. Additional information was requested.

Manufacturer narrative:
(B)(4)

Event description:
Additional information was received that the lens was exchanged because the patient experienced cloudy vision.

Manufacturer narrative:
The product was returned for analysis; the reported complaint could not be verified the optic is too damaged to conduct a check for the optical resolution or the diopter of the lens. Haptic and optic damaged was observed. Solution was observed on the returned product. Additional information was provided, which indicated a qualified cartridge was used with a non-qualified handpiece and a qualified viscoelastic. The root cause could not be determined for cloudy vision. Lens damage was observed. While we are unable to determine the root cause of the damage, our observation reasonably suggests that is not manufacturing related. Due to the condition of the returned sample, the damage is most likely related to customer handling. The manufacturer internal reference number is: (B)(4).